Event description:
Pt status post olecranon plate and screw implantation on (B)(6) 2011 for an elbow fracture fell and experienced pain on (B)(6) 2011. Pt was returned to operating room (B)(6) 2011 for revision and discovered the plate and screws were not broken, however, the fracture was more severe. Surgeon explanted all hardware and implanted a longer plate with screw. This is 2 of 7 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as product is entering the evaluation system.